Event description:
Patient having a robotic resection of endometriosis. The rumi manipulator balloon popped inside the uterus. All of the plastic could not be accounted for. An aveta hysteroscopy was performed. No plastic visualized inside the uterine. Surgeon states no user error, balloon not over inflated. Item was kronner manipujector made by cooper surgical. Ref 6003 and lot 550012884. Aveta done at end of case and no evidence of plastic balloon in uterus per surgeon.